Manufacturer narrative:
Company representative evaluated the monitor and replaced the cpu board. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported that the passport 2 monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.